Event description:
It was reported that the procedure was cancelled. The 90% stenosed target lesion was located in the severely calcified artery. A 1.50mm rotapro was selected for use. During the procedure, it was noted that the device reached the maximum speed of 150,000-190,000rpm. However, it will not operate at a low rotation speed of 60,000-70,000rpm in dynaglide mode. The procedure was not completed due to this event. There were no patient complications reported.

Event description:
It was reported that the procedure was cancelled. The 90% stenosed target lesion was located in the severely calcified artery. A 1.50mm rotapro was selected for use. During the procedure, it was noted that the device reached the maximum speed of 150,000-1900,000rpm. However, it will not operate at a low rotation speed of 60,000-70,000rpm in dynaglide mode. The procedure was not completed due to this event. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy device. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. Inspection of the device did not identify any damages or defects. Functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated. When the rotapro advancer was connected to the rotapro console control system and the knob switch [ablation button] was pressed, the device stalled and would not run. In order to determine the cause for the device stall, destructive testing was performed, in which the advancer was dismantled, and the interior components were inspected for damages or defects. During destructive testing, it was identified that the turbine was corroded, indicating the presence of dried saline within the device. It was considered likely that the presence of dried saline interfered with the device ability to rotate, leading to a device stall. Product analysis could not confirm the reported event.